Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an unknown "error" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6), 2012 around 1030am. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications; however, stated she took less food and/ or drink. After the start of the alleged issue, the patient claims she felt symptoms of dizziness and sweating. The patient did not specify any treatment. At the time of troubleshooting, the cca was not able to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.